Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead has shown high, out of range shock impedance values. As the patient has not been compliant with the information transmission device the shared plot showed spurs of data over time. The old implantable cardioverter defibrillator was explanted due to therapy upgrade, but the rv lead was kept implanted and they will continue monitoring impedance trends. No adverse patient effects were reported.